Event description:
It was reported that during device interrogation the programmer restarted and displayed an error code. The programmer rebooted and seemed to operate normally. The programmer remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).